Event description:
It was reported that balloon rupture occurred. The patient underwent balloon dilatation of vascular stenosis at stoma site. A 5.0 x40, 75cm gladiator balloon catheter was advanced for dilatation. However, during the procedure, the balloon was burst under pressure. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The patient underwent balloon dilatation of vascular stenosis at stoma site. A 5.0 x40, 75cm gladiator balloon catheter was advanced for dilatation. However, during the procedure, the balloon was burst under pressure. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the balloon was inflated once at below working pressure. The device was simply pulled out from the patient's body.

Manufacturer narrative:
Device evaluated by MFR.: gladiator elite 5.0 x40, 75cm was received for analysis: an examination of the returned device identified that the balloon had been inflated and was not refolded. A balloon longitudinal tear was identified beginning approximately 3mm distal of the distal markerband and extending approximately 22mm proximally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination identified no issues or damage to the tip of the device.

Event description:
It was reported that balloon rupture occurred. The patient underwent balloon dilatation of vascular stenosis at stoma site. A 5.0 x40, 75cm gladiator balloon catheter was advanced for dilatation. However, during the procedure, the balloon was burst under pressure. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the balloon was inflated once at below working pressure. The device was simply pulled out from the patient's body.